Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited loss of capture and a sensing decrease from 3 mv to 0.4 mv. It was noted that insulation -twisting- near the proximal pin was apparent when the helix was extended at implant.